Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high voltage shocks failed to convert vt/vf rhythm. Impedance and sense measurements were all in normal range. The lead was explanted and replaced. The patient was fine after the procedure.